Event description:
The device was returned to the manufacturer with no reason for removal. The manufacturer's device registration system indicated the patient was expired. No details are known about the cause of death. Additional information has been requested.

Manufacturer narrative:
Analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.